Manufacturer narrative:
Section d6a and d6b: implant date and explant dates were inadvertently added to the initial report and are not applicable to this device. Manufacturer's investigation conclusion: the reported event of a missing pin in the system controller (serial number: (B)(6) ) was confirmed. Visual inspection of the returned controller revealed that pin 1 (redundant power line) was missing from the black power cable connector. The system controller was functionally tested and found to function as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The missing pin did not affect the functionality of the system controller. The log file downloaded from the returned controller contained approximately 1 hour of data (8:41:36 ¿ 9:45:49 on 03sep2020 per the timestamp). The data in the log file did not indicate any issues with the system controller. Both power cables were disconnected on 03sep2020 at 9:45:41 and the driveline was disconnected approximately 6 seconds later to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6) , was shipped to the customer on 06may2020. Heartmate 3 patient handbook, rev. C, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), rev. C, under section 7 ¿alarms and troubleshooting¿ provide guideline for properly connecting and disconnecting the power cable connectors. Heartmate 3 patient handbook, rev. C, section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU), rev. C, section 8 "equipment storage and care" describe how to care for and clean all equipment, including the system controller power cables/connectors. Heartmate 3 patient handbook, rev. C, section 10 and heartmate 3 instructions for use (IFU), rev. C, section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting/cleaning the system controller power cables/connectors. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
During the evaluation of the system controller, a missing pin in the black power cable connector was observed.